Event description:
It was reported that before a procedure, the joint was broken at the distal tip, proximal to the jaws. There was no patient involvement. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device found that it was received with the end effector disassembled from the link; making the instrument non-functional. It could not be determined what may have caused the finding. A batch/lot record review was performed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.